Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a hole or cut in the final line of the homechoice cassette which resulted in a leak wasreported, which is known to cause this alarm. The cause of the hole or cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a hole or cut in the final line of the homechoice cassette which resulted in a leak that led to this alarm. Renal therapy services assisted the home patient to end the therapy session and start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.